Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. Upon visual inspection of the photos received, it was observed that the safety shield was detached from the hub; therefore the failure can be verified. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the quality team's investigation, the root cause of the incident cannot be determined. H3 other text : see h.10.

Event description:
It has been reported that the needle eclipse 18x1-1/2 rb has been found experiencing two occurrences of detaching safety mechanism before use. The following has been provided by the initial reporter: needle cap fall (pink).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9078874. Medical device expiration date: 2024-02-28. Device manufacture date: 2019-03-19. Medical device lot #: 9113696. Medical device expiration date: 2024-03-31. Device manufacture date: 2019-03-19. (B)(6).

Event description:
It has been reported that the needle eclipse 18x1-1/2 rb has been found experiencing two occurrences of detaching safety mechanism before use. The following has been provided by the initial reporter: needle cap fall (pink).